Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the hospital due to bg (blood glucose) values reaching 404 mg/dl. The pod was worn longer than 48 hours on the arm. Mother reported that her son's bg levels had been really high and would not go down, even though she was giving him multiple (3 or 4) correction boluses. She took him to the hospital where he was treated for hyperglycemia. Patient had a EKG because electrolytes were shown in his blood work. Patient was given IV fluids (sodium chloride 0.9%) and insulin through IV. The mother reported that she is instructed to check his bg levels with the pdm (personal diabetes manager), calculate the amount of insulin he needs and give him the amount with a syringe. The patient's blood glucose history is as follows: time, bg (mg/dl): on (B)(6) 2019: 5:39pm, 302. 6:49pm, 233. 10:10pm, 225. On (B)(6) 2019: 12:58pm, 404. 3:15pm, 264. 6:41pm, 263. On (B)(6) 2019: unknown, 283. 11:13am, 390. 12:01pm, 321.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin.